Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.b6: relevant test/laboratory data corrected.

Event description:
Subsequent to the initially filed emdr report, additional information was obtained. The initially reported calcification was reported in error; instead, there was no calcification present at the access site. Additionally, the sheath was upsized to 18f for the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure via a 6f sheath. Reportedly, a first prostyle device was pre-placed successfully; however, while attempting to pre-place a second prostyle device, a cuff miss [suture-retrieval issue] occurred. The suture of an additional prostyle device was successfully pre-placed and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.